Manufacturer narrative:
(B)(4). The device was received with the upper jaw damaged at the proximal side, due to the damage the jaws were closed, stuck and could not be opened. The device was connected to the generator and it was recognized. Because the jaws were stuck close not all functional testing could be performed with the generator to test for the reported activation issues. The instrument was disassembled and no anomalies were found. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, while taking a bite of tissue the device stopped energy activation. Upon inspection of the device the top jaw became dislodged from its joint. There were no patient consequences. Case completed with another device of the same product code.